Event description:
It was reported the screen blinks and is dim. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose, the personal computer memory card international association (pcmcia) eject button was broken, the screen blinks when moved, and the system fan was noisy.